Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended.

Event description:
Cabinet : cubie drawer #4 will not open at all. It was reported by the customer that bd pyxis¿ medflex 1000 cubie drawer did not open and froze when user tried to issue medication. The customer stated that the issue caused a delay in dispensing the medications. There were no adverse events or injuries reported based on this incident.